Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that this brady lead was not implanted successfully due to patient anatomy that made implanting the lead not feasible. The lead was returned for analysis.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. This supplemental correction report was created to capture updates on h6: device codes.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that this brady lead was not implanted successfully due to patient anatomy that made implanting the lead not feasible. The lead was returned for analysis.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.